Event description:
The dealer states that the chair will stop during use, and displaying neutral testing. During recalibration they were also getting controller fault. The dealer states that the batteries were dead and that they are currently being jumped off of another chair.